Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
A caller reported via phone call indicating that the customer was unable to remove the battery cap off their insulin. The patient's blood glucose level was 433 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.